Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a rv (right ventricular) defibrillation lead impedance warning was trigged due to a high rv defib lead impedance measurement. The rv lead remains in use. No patient complications have been reported as a result of this event.